Event description:
Reporter alleged catalog number on the test strip vial is rubbed off. No treatment or action information was provided as a result . A request was made for the return of the suspect device and replacement product was sent.